Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that during a meniscal repair, a vapr s90 electrode 4.0mm, 90° suction w/ integrated handpiece, was not able to coagulate neither to cut. No surgical delay or patient consequence reported. Another device was used to finish the procedure. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: it was reported that the patient's indication was meniscus injury of right knee . During the operation of meniscus repair, connect with generator, did not work (could not cut and could not coagulate), no any alert code showed in the screen. Another device was used to complete the surgery. The complaint device was received and evaluated. Visual inspections revealed no anomalies on the tip and presented signs of activation. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power and presented intermittent ablation and coagulation modes. The electrode was tested several times to ensure the malfunction. The reported failure can be confirmed. Device was sent to supplier for further evaluation. Supplier evaluation result for vapr s90 4.0mm w/integr hdp: device was not returned in the original packaging, distal active tip appears in an unused condition, with no obvious signs of activation, saline residue and debris visible in suction tube, but no obvious blockage apparent, no visible damage to handle, cable or plug. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active-return), as a result active continuity test fail, the remaining test passed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity, some measurements zones were performed:plug to proximal end of crimp as result pass, across electrical crimp as result fail, distal end of crimp to active tip as result pass.the device was functional testing using vaprvue generator, the test included different values as a setting and the activation in ablate and coagulation failed. Supplier summary: the investigation substantiated the customer¿s claim that the device ¿does not function¿. A break in continuity across the electrical crimp was discovered. During the functional tests no activation at the distal tip was observed on either ablate or coag mode. After a period of 52 seconds of pressing the ablate foot pedal the device began, and continued to work. The continuity between the plug pin and distal tip was re-measured and found to now be within specification. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. A manufacturing record evaluation was performed for the finished device [u1903110] number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.